Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned valve did confirm the problem reported by the customer. The lot number was cphb00, serial number (B)(4), product code 82-3146. The position of the cam when valve was received was 100mmh2o. The valve was visually inspected, needle holes in the needle chamber were noted, no defects were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested; the valve only leaked from the needle holes . The valve was reflux tested, the valve passed the test. The valve was tested for programming; the valve passed the test. The valve was then pressure tested, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. Review of the history device records confirmed the valve, product code 82-3146, with lot number cphb00, conformed to the specifications when released to stock on the (B)(6) 2013. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. No corrective action is needed based on the results of the evaluation.

Event description:
E-mail received from the sales rep. Informed that: "customer reported that valve failed. It was replaced. No other details available. Please send a warranty replacement to the customer".